Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the visions catheter was returned intact to a guidewire. Visual inspection found a stretched/bunched distal shaft, bunched inner member, broken microcables, and bent proximal shaft. Block h6: the probable cause of the reported failure is damage during use/handling. Strain, impact, and forces associated with handling can affect the integrity of the device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used in a peripheral procedure. During use, the catheter would not advance over the guidewire and became stuck. The guidewire was wiped down, but still unable to advance the catheter. A new catheter and new guidewire were used to complete the procedure. No patient injury reported. During the device evaluation, it was observed that the catheter was returned intact to the guidewire. This product problem is being submitted because the visions catheter and guidewire were removed as a system. There is a potential for harm if the malfunction were to recur.